Event description:
Approximately one year after an extraction, a patient had pain and swelling at the extraction site. A bur head was removed from healed extraction site. The dental office advised that bur head had snapped off during the sectioning of a tooth during the original extraction surgery. The office was contacted on 05/24/2010 and 05/26/2010 to obtain additional information, including patient information, but no response.

Manufacturer narrative:
No product was returned from customer for evaluation. No lot number of product involved in the event was available. Product lots available in inventory were tested for neck strength per iso 8325:2004. Only one bur of the 60 samples tested failed to meet the calculated force of 29.49 newtons for neck strength. That bur broke at 27 newtons. Unable to determine cause of breakage.